Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of over 600 mg/dl. No additional information was provided. Customer declined all further troubleshooting.